Manufacturer narrative:
The following additional information received per the medical records indicate that the patient had a history of acute pulmonary thromboemboli hypertension, diabetes mellitus type ii, sleep apnea and renal insufficiency. The filter was implanted post right hip reconstructive revision surgery, which complicated anticoagulation and bleeding. During the implantation procedure, it was noted that there was significant thrombus on the right iliac vein and that the patient had a large hematoma with neuropathic pain. The left iliac vein and the vena cava were widely patent and free of thrombus. The filter was deployed below the renal veins without any complications. According to the patient profile form (ppf), the patient became aware of the reported events five years and four months post implantation. The patient also reports to be suffering from anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that about five years and four months post implantation, a computerized tomography (CT) scan was performed which revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter being significantly tilted and at least one strut was significantly perforating the inferior vena cava (ivc), the reason for the imaging scan has not been reported. It is also reported that the is experiencing anxiety. The indication for the filter implant was acute pulmonary emboli status post a right total hip replacement surgery and complicated by anticoagulation, bleeding, requiring transfusions and high risk for further bleeding complications if the anticoagulants were to be resumed. The patient¿s medical history is significant for hypertension, diabetes mellitus type ii, sleep apnea and renal insufficiency. The filter was implanted via the left common femoral vein and deployed below the renal veins without any complications. During the implantation procedure, it was noted that there was significant thrombus on the right iliac vein and that the patient had a large hematoma with neuropathic pain. The left iliac vein and the vena cava were widely patent and free of thrombus. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2011. In or about five years and 5 months later, the patient underwent and updated computerized tomography (CT) scan which revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter being significantly tilted and at least one strut was significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care treatment. As a further proximate result, the patient has suffered and will continue so suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2011. In or about (B)(6) 2017, the patient underwent and updated computerized tomography (CT) scan which revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter being significantly tilted and at least one strut was significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care treatment. As a further proximate result, the patient has suffered and will continue so suffer significant medical expenses, pain and suffering, and other damages.